Manufacturer narrative:
Dtba1d1 crt-d, implanted (B)(6) 2016; 5076-58 lead implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high and undefined impedance. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.